Manufacturer narrative:
The device was visually and functionally inspected at the repair facility. The customer reported event was not reproduced. Investigation found an unrelated appearance defect when it noted electrical contact corrosion. A device history review was conducted and found no deviations or nonconformities in the process that could have caused or contributed to the event. Service history did not indicate anything that could have led to this issue. The device did not meet specifications and the cause of the corrosion could not be determined. Should additional information be received, a supplemental will be submitted.

Event description:
The customer reported to olympus that image noise was observed using this camera head. There were no reports of patient or user harm associated with this event.

Event description:
The customer reported to olympus that image noise was observed using this camera head. There were no reports of patient or user harm associated with this event.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.